Event description:
It was reported during a laparoscopic cholecystectomy the instrument handle and tip were put together. The scrub nurse tested the instrument. The irrigation and cautery did not work. The device was not used on a patient. It was replaced with another eph02 and eps02 which functioned properly. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.49538. Ees #.981044-2/j. Endopath electrosurgery probe plus ii: based upon inquiry info received and visual examination no conclusion could be reached as to how the reported event occurred. The shaft was received in good physical condition.